Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and confirmed the user¿s complaint in the fault logs. The fse ran the unit initially without exception with a trainer and a patient simulator. The fse was unable to replicate user¿s complaint. The fse vacuumed the unit internally and examined the pneumatic interface module (pim) without identifying any anomalies. Unrelated to the reported failure, the fse replaced the tidal disk at 12,000,000 cycle interval. The iabp unit calibrated and passed all functional and safety tests per factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that while in use on a patient, the cardiosave intra-aorta balloon pump (iabp) generated an "iab catheter restriction alarm". No adverse event was reported.